Event description:
Related manufacturer report number: 2916596-2023-05215

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the pump not running while the driveline was connected could not be confirmed through this evaluation as no log files were submitted for review. A specific cause for this event could not be conclusively determined. The account communicated that the patient experienced a driveline disconnect alarm despite the driveline being connected. It was noted that the patient was at home during the events and the coordinator confirmed the alarm via a video call. The coordinator believed the driveline was fully engaged but the green pump running light did not illuminate, nor did the pump restart. An emergent system controller exchange was advised. According to the account, the controller was exchanged, and the alarm was resolved. There was reportedly no patient impact. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-037588, until they were transplanted on 05oct2023. The device was not returned for evaluation. The relevant sections of the device history records for mlp-037588 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 2, "system operations" states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 ¿patient care and management (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). The heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The patient handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." The patient handbook warns ¿do not disconnect the modular in-line connector or the pump will stop.¿ in addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a driveline disconnect alarm despite the driveline being connected. The patient was at home during the events and the vad coordinator confirmed the alarm and that the green light did not illuminate via facetime. The system controller was exchanged and resolved the alarm and the pump restarted. No adverse events reported, and the pump is working as intended.

Manufacturer narrative:
Related MFR: 2916596-2023-05215. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.